Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of the distal humerus. First, the surgeon inserted (2) screws into the support part of a dorsolateral plate with the drill bit in angle-lock mode. Then, the surgeon fixed the shaft of the bone with a cortex screw and began to fix an inner plate with screws. While drilling the second hole from the distal end of the inner plate with the drill bit in variable mode, the surgeon felt as if it was hitting something, but he continued drilling. After drilling, the drill bit was found to be broken, and the image intensifier showed that the tip of the drill bit remained in the bone. To remove the broken tip of the drill bit, it was pressed with a k-wire from the direction of the drill side and the opposite side, but it could not be removed. Since the broken tip of the drill bit may interfere with screws inserted from the rear outside or the acutrak screw (other company¿s product), the sales rep told the surgeon that there is a possibility of corrosion due to contact with different metals. At the discretion of the surgeon, when removing the plates after bone union, the broken drill bit remaining in the body would be take out. The surgery was completed successfully within (30) minutes delay. This report involves (1) 2.0mm drill bit qc 140mm ster 60mm calibration. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: thermal rinsed, packaged, sterilized and released by: monument / supplier- (B)(4), release to warehouse date: 24-jan-2020, expiration date: 01-jan-2030, part number: 03.133.101, 2.0mm drill bit qc 140mm-sterile 60mm calibration, lot number: 41p8329 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17162 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, packaging and sterility criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.133m101, 2.0mm drill bit qc 140mm, lot number: u349375, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance received from (B)(4) dated 25-nov-2019 was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.